Event description:
Suddenly in 2005, the pt was no longer able to detect sound. The external equipment was checked but it was functioning correctly. Testing of the implant showed that there was no ground path impedance.